Event description:
Pt was implanted with mirs locking cap, screw and rod on (B)(6) 2012. The mirs locking cap is loose. Locking cap still remains implanted in the pt. No plans on revision at this time. Pt has "bechterew-ws," spinal disc between the middle pedicle screws is torn, no "nevsymthomatic." No plans on revision at this time. This is 3 of 3 reports for the same event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.